Event description:
The patient was implanted with the alto stent graft system and three (3) ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). At the end of the initial procedure a type ia endoleak was identified. Additional ballooning was performed and a palmaz (non-endologix) stent was deployed. This made a significant improvement; however, a slight delayed leak was still present. The physician elected to monitor the patient and perform a 30-day computerized tomography. The patient is reported to be doing well. Subsequent to the initial report, additional information was received reporting that the 30-day CT identified that the type ia was a type ii endoleak as there were multiple lumbars in the neck and throughout the aorta plus a patent ima. The physician will continue to monitor the patient. The final patient status was reported to be well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B5: describe event or problem - updated g4: awareness date ¿ updated h6: patient code - removed 1924 note: type ii endoleaks are anatomy-related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Therefore, this is no longer a reportable event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system and three (3) ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). At the end of the initial procedure a type ia endoleak was identified. Additional ballooning was performed and a palmaz (non-endologix) stent was deployed. This made a significant improvement; however, a slight delayed leak was still present. The physician elected to monitor the patient and perform a 30-day computerized tomography. The patient is reported to be doing well.